Manufacturer narrative:
Correction to h6 health effect - clinical code: e2343 replaces incorrect code e2403 from the initial medwatch report. Correction to h6 health effect - impact code f26 was erroneously reported in initial medwatch. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
B5 is being updated to include related device information not included in the initial report. H6. Health effect - clinical code e2343 and e0601 added for b5 information. Health effect - impact code f2303 added for additional b5 information. Component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Medical device problem code a141102 was not included in the initial MDR and is now correctly added. Investigation summary: pump sn (B)(6) and a purge cassette returned on 09/02/2025. Clinical details report that a purge system blocked alarm triggered and pump flows became saturated on (B)(6) 2025. The following day, the pump stopped. Data log review confirmed the report. On the (B)(6), purge pressure rose over a 50 minute period around 16:00. At the time of the onset of the purge pressure rise, there was no spike or variation in the motor current (mc)/ motor spike (ms), and there were no long purge bag changes leading up to the event. Several hours later, mc started to trend up and exhibit some spikes with ms deviations. This persisted through the end of the case, when high mc pump stop alarm #13 began to trigger on and off. Returned product was inspected and there were no kinks noted in the catheter, patient cable, or purge cassette tubing. The pump was soaked, and there was evidence of biomaterial in the purge gap and near the impeller. The pump passed electrical resistance testing of the motor cables. The pump was connected to a console and run in a bucket. Initially, pump stop alarms reproduced, but the pump was ultimately able to be restarted. Purge pressure gradually trended up during the run, ultimately triggering the high purge pressure alarm. Pump flows were saturated at p-9 for the entire run. A window was then cut in the catheter near the motor housing, and there was evidence of blood ingress. The catheter was cut at this location, but fluid did not expel, suggesting the blockage was more proximal. The red handle was opened, and blood had ingressed through the purge line all the way into the end of the patient cable. High purge pressure: data log review confirmed a 5-hour trend up in the purge pressure without a mc spike. The mc subsequently trended up hours later and began to spike, resulting in high mc pump stops. Returned product did have evidence of biomaterial in the purge gap and reproduced high purge pressure, however, there was also evidence of blood ingress into the purge line all the way up to the end of the patient cable. There were no signs of kinks in the purge line (patient cable, catheter, purge cassette,). The patterns noted on data log review and evidence of biomaterial at the purge gap suggest that biomaterial was related to the high purge pressure. However, it couldn't be definitively established as the cause because the data log trend does not align with blood ingress noted on returned product without any purge line kinks. Saturated flow: data log review confirmed a trend up and spikes in mc with speed deviations several hours after purge pressure became high. Testing of the returned device confirmed evidence of biomaterial in the purge gap and reproduction of saturated flows. There was also evidence of blood ingress into the purge line. Therefore, it was determined that the cause of the saturated flows was likely blood ingress and/or biomaterial buildup, however, the cause could not be determined as data logs and returned product were inconclusive. Pump stop: data log review confirmed a trend up and spikes in the mc with speed deviations several hours after purge pressure became high. The mc spikes triggered a high mc pump stop. Testing of the returned device confirmed that there was still evidence of biomaterial in the purge gap and blood ingress into the purge line, but there was no evidence of kinks in the catheter/purge cassette. Therefore, it was determined that the cause of the pump stop was likely blood ingress into the motor, however, the cause of the blood ingress could not be determined as data logs and returned product were inconclusive. Arrythmia: clinical details report arrhythmias overnight on (B)(6) 2025. Pressor support was increased to troubleshoot. The cause of the clinical symptom cannot be determined as insufficient clinical details were provided. Hemodynamic instability: clinical details report hemodynamic instability overnight on (B)(6) 2025. Pressor support was increased to troubleshoot. The cause of the clinical symptom cannot be determined as insufficient clinical details were provided. Device history lot: device lot: 1804011. Device history review: pump sn (B)(6) passed all post-sterile inspection checks.

Event description:
It was additionally reported that the patient experienced arrhythmia which caused hemodynamic instability on the third day of support. The patient was treated with a bolus of amiodarone, and an intravenous drip was started, which converted the patient into a normal sinus rhythm.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella 5.5 device for mechanical circulatory support. It was reported on the second day of impella 5.5 support the pump had a purge blocked alarm and saturated flows. The medical team added tissue plasminogen activator to the purge solution to attempt to resolve the issue. The following day, the pump abruptly stopped functioning. It was noted there was possible damage to the pump from cross clamping. The impella 5.5 was pulled back across the aortic valve into the aorta and the patient began to decompensate. The decision was made to take the patient urgently to the operating room for impella cp insertion and impella 5.5 removal. The impella cp was successfully inserted, and support was initiated. The patient remained on the pump for an additional day, and with heart function recovered the patient was successfully weaned and the impella cp was explanted.

Manufacturer narrative:
Device status: the impella was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.